Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the gloves inside of the female catheter kit were sticking to each other, which resulted in one of the gloves falling out of the tray onto a non-sterile surface. The complainant reported that the issue could be contributing to catheter associated infections. Per follow up with the complainant by phone on (B)(6) 2018 it was noted that utis were diagnosed but there was no information available on the specific treatment provided.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Open package and remove plastic wallet. 2. Open plastic wallet and don gloves. 3. Pull catheter out of tube to desired length. Lay tube on sterile field. 4. Open lubricant and lubricate catheter. 5. Open swab packet. Cleanse vaginal area. 6. Proceed with catheterization. 7. Pull catheter out of top; tighten cover and depress blue spout. 8. Fill out label, place on centrifuge tube. Send to lab in normal manner. Important: 1. Use plastic wallet as sterile field. 2. Pull catheter out of centrifuge tube to the proper length immediately after donning gloves. Note: if urine does not flow freely into the tube, the cap may need to be loosened slightly."

Event description:
It was reported that the gloves inside of the female catheter kit were sticking to each other, which resulted in one of the gloves falling out of the tray onto a non-sterile surface. The complainant reported that the issue could be contributing to catheter associated infections. Per follow up with the complainant by phone on dec 12 2018 it was noted that utis were diagnosed but there was no information available on the specific treatment provided.